Manufacturer narrative:
Based on information provided, it cannot be determined that the alleged hemorrhaging is related to the v.a.c.ulta¿ negative pressure wound therapy system. The patient was post operative a surgical procedure to the groin and was on anticoagulant treatment, thus, the patient was prone to bleeding. Device labeling, available in print and online, states: warnings with or without using v.a.c.® therapy, certain patients are at high risk of bleeding complications. The following types of patients are at increased risk of bleeding, which, if uncontrolled, could be potentially fatal. Patients who have weakened or friable blood vessels or organs in or around the wound as a result of, but not limited to: suturing of the blood vessel (native anastomosis or grafts)/organ, infection, trauma, radiation, patients without adequate wound hemostasis, patients who have been administered anticoagulants or platelet aggregation inhibitors, patients who do not have adequate tissue coverage over vascular structures.. If v.a.c.® therapy is prescribed for patients who have an increased risk of bleeding complications, they should be treated and monitored in a care setting deemed appropriate by the treating physician. If active bleeding develops suddenly or in large amounts during v.a.c.® therapy, or if frank (bright red) blood is seen in the tubing or in the canister, immediately stop v.a.c.® therapy, leave dressing in place, take measures to stop the bleeding and seek immediate medical assistance. The v.a.c.® therapy units and dressings should not be used to prevent, minimize or stop vascular bleeding. Protect vessels and organs: all exposed or superficial vessels and organs in or around the wound must be completely covered and protected prior to the administration of v.a.c.® therapy. Always ensure that v.a.c.® foam dressings do not come in contact with vessels or organs. Use a thick layer of natural tissue should provide the most effective protection. If a thick layer of natural tissue is not available or is not surgically possible, bio-engineered tissue or multiple layers of non-adherent dressing material may be considered as an alternative, if deemed by the treating physician to provide a complete protective barrier. If using non-adherent materials, ensure they are secured in a manner that will maintain their protective position throughout therapy. Consideration should also be given to the negative pressure setting and therapy mode when used when initiating therapy. Caution should be taken when treating large wounds that may contain hidden vessels which may not be readily apparent. The patient should be closely monitored for bleeding in a care setting deemed appropriate by the treating physician.

Event description:
On (B)(6) 2018, the following information was reported to kci representative: the patient has a hematoma groin wound, and the patient experienced a bleeding incident that required hospitalization in the intensive care unit with blood transfusions. On (B)(6) 2018, the following information was reported to kci representative: the patient was post operative cardiac catheterization in the intensive care unit and had a pre-existing groin hematoma. The patient was also receiving anticoagulant therapy. The patient was transferred to the floor once stable, and subsequently experienced a bleeding event that required 10 to 15 units of blood. The patient was discharged from the hospital a few days later. No additional information is available. On (B)(6) 2018, the device was tested per quality control (qc) procedure by kci field service, and the unit passed the qc checks and met specifications. On (B)(6) 2018, the device was placed with the patient. On (B)(6) 2018, the device was tested per qc procedure by kci quality engineering. The unit was run overnight in continuous therapy mode set at 125 mmhg. The device functioned properly, maintained pressure and obtained an appropriate dressing seal. There were no alarms or operational malfunctions experienced during this test run.